Manufacturer narrative:
The cartridge was returned and evaluated by product analysis on 08/10/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed and no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. It was reported that there was leaking inside the body of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.